Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established for outer tube issues. Cause linked to device but unable to trace more specifically for additional issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited the following reportable events: the outer tube had a dent and therefore had sharp edges. The charged coupled device was broken and therefore the image was green. There was no patient involvement.